Event description:
This event became known upon return of a used and unused sample of this lot number (a99j08) for evaluation of excess fluid removal during hemodialysis. The used dialyzer was noted to be reused 9 times. The healthcare professional's (hcp) report indicates the patient was symptomatic including shortness of breath, low blood pressure, chest pain, dizziness, nausea and cramps. The patient was given prophylactic antibiotics and fluid replacement as needed. No additional information is available at this time.